Manufacturer narrative:
Customer reported 6 sensors with unknown serial numbers, all the sensor issues have been captured under this submission. This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which contained the following information: a low readings issue was reported with 6 of his adc freestyle libre sensors. Customer (who is also a physician) reported that the sensor was repeatedly giving "low sugar" readings and was not responding to large amount of sugar intake. Customer further reported that the sensor readings were compared to readings of 160-180 mg/dl that were obtained on the competitor meter. The sensor readings were 40 mg/dl lower than the readings obtained on the competitor meter. However, the customer did not report any adverse event or third party treatment associated with the reported issues. The intake of sugar is consistent with the low sensor readings. There was no report of death or permanent injury associated with this event.